Event description:
Note: this MFR report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report #3005099803-2009-04357 for the associated device info. It was reported to boston scientific corp that two resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure, the first clip would not disengage from the catheter. The second clip also would not disengage. The physician manipulated the devices, until the clips released; however, when the clips were released from the catheter, they did not remain attached to tissue, and fell off into the pt. No attempt was made to retrieve the clips. The physician was not concerned with leaving the clips to pass naturally. The procedure was completed using a third resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be okay.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).